Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
The patient's daughter reported that the patient had an open sores under the garment clasp. She reported that there were two sores that were dime-sized and a few other smaller ones. The patient had been using neosporin and yellow padding on the area. During a follow up it was reported that the area was being cared for by a wound care nurse, who was using yellow padding on the area. The area was reported to be improving.